Manufacturer narrative:
Investigation summary: no samples (including photos) were returned. Therefore, the complaint could not be confirmed and the root cause could not be determined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Since no samples and/or photo(s) of the samples were received for investigation, bd was not able to replicate or confirm the customer¿s indicated failure.

Event description:
It was reported that the pn 31g 6mm 3b tw experienced a cannula that broke off or pulled out. The following information was provided by the initial reporter: the needle that was supposed to be attached to the plastic piece was loose, the client didn't know this and as she gripped into the box she hurt herself with the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pn 31g 6mm 3b tw experienced a cannula that broke off or pulled out. The following information was provided by the initial reporter: the needle that was supposed to be attached to the plastic piece was loose, the client didn't know this and as she gripped into the box she hurt herself with the needle.